Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion and inappropriate therapy was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction - b5- added new inappropriate therapy information. Correction - h6 - added inappropriate/inadequate shock/stimulation codes.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy which resulted in premature battery depletion.